Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 281 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The insulin delivery was suspended due to the sensor values. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 40 mg/dl. The blood glucose value associated with the triggered suspend event was 281 mg/dl. The customer mentioned that they received change sensor alert. The customer reported that they did not receive a calibration not accepted alert. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.